Event description:
The complainant reported the use of an impella 5.5 pump for support in a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced several placement signal alarms. Placement monitoring was disabled. The decision was made to withdraw care, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. The data log shows a fiber break trend on all the 5s parameters, with a loss in placement signal accompanied by an active placement signal not reliable (psnr) alarm after 30 minutes of case start. The optical signal issue persisted until the end of the case for nine days. The cause of the optical signal issue was most likely a damaged optical fiber line, based on the data log review. The location of the damaged fiber line was not confirmed without returned product investigation or sufficient clinical information provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.